Event description:
It was reported that the ilet user experienced persistent high blood glucose overnight, with a measured value of 395 mg/dl and no symptoms, after an occlusion alert; the agent guided the user through filling the tubing on a cd infusion set and observed delayed drops, and the user awaited a replacement set. Symptoms included hyperglycemia without other clinical signs. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, while a usage problem was identified involving the tubing and an improper or incorrect procedure or method during tubing fill. It was concluded, based on previously established findings for similar reports, that unintended use error, specifically failure to follow instructions, caused or contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.